Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she didn't know if it was working. The patient reported that she was urinating at night in her sleep and couldn't hold it anymore when she was walking. The patient reported that when she didn't have a full bladder she still felt like she had to go. The patient reported that she wasn't feeling it. The patient reported that she went through all 4 programs and up to 3 but was hesitant to go too high because she had shocking during the trial. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.